Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 14-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving hydromorphone 7.2 mg/ml for a total dose of 2.2359 mg/day and bupivacaine 18 mg/ml for a total dose of 5.590 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 a routine dye study was performed for pump elective replacement indicator (eri). The dye study failed as they were unable to aspirate the catheter. The catheter tip was seen at l3. The hcp recommended catheter replacement with pump replacement. The pump was reprogrammed. On (B)(6) 2019 the pump was reprogrammed and started to be weaned and the patient had not noticed any effects. Per the patient's request, continue with weaning while they consider replacement versus turning it off. On (B)(6) 2019 the pump was reprogrammed and weaning was continued as the patient wanted to decrease it further. The patient reported no pain even with pump wean. On (B)(6) 2019 the pump was reprogrammed and filled with saline per patient's request. The patient wanted the pump turned off at next visit. The patient reported no pain even with saline in the pump. Authorization would be obtained. On (B)(6) 2019 the pump was turned off/therapy suspended per patient's request. The plan was to see how it goes and either remove pump or replace pump and catheter if pain returns. It was noted they will follow up with clinic later in the year for update. The device diagnosis was catheter occlusion. The outcome of the event resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.